Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe had black foreign matter in it. The following information was provided by the initial reporter, translated from chinese to english: "during using process, a black foreign matter was found at the tip of the needle, so it was suspended to use"

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2006186. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were examined and no signs of defect or foreign matter were identified. Root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the bd¿ syringe had black foreign matter in it. The following information was provided by the initial reporter, translated from chinese to english: "during using process, a black foreign matter was found at the tip of the needle, so it was suspended to use".